Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm. Customer's blood glucose level was unknown. Customer advised the motor error alarm occurred during the rewind process and there were multiple motor error alarms in the alarm history. Customer's insulin pump was out of warranty.